Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 57mg/dl. Low bg was treated by eating cereal. Troubleshooting was performed with tandem technical support, and no issues were found. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.